Event description:
The patient called the baxter technical service center to report a leak in their transfer set during fill 2 of their automated peritoneal dialysis treatment. The technician advised the patient to end treatment at that time. Follow up with the family member indicated the patient had the transfer set changed the following day and was given prophylactic antibiotics. Per the family member, no patient injury was associated with this incident.